Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigators confirmed the alleged complaint in the black box history but were unable to reproduce the issue during the actual investigation. Multiple replace battery alarms were observed in the black box; the voltage was not low at the time of the alarm occurrences. During actual testing, the pump electrical current draws measured within specifications. Unrelated to the original complaint, the display was dim and discolored. The bolus button was missing. The battery compartment was cracked. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.